Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the femoral neck of the prosthetic hip was broken during normal use. Following a trip from (B)(6) the stem was revised on (B)(6) 2016.